Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on october 05, 2016.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2016 resulting in fixture loss. Re-implantation is planned but has not occurred as of the date of this report october 05, 2016.